Manufacturer narrative:
Device has not yet been received for evaluation.

Event description:
The customer reported that following the successful implantation of a trident shell, the surgeon attempted to seat a liner into the shell, but was unable to seat the liner. The surgeon attempted for approx 20 minutes to impact the liner to seat it correctly, but the liner lodged in the shell at an angle. It is further reported that the surgeon was unable to remove the liner from the shell and therefore removed the shell as well and implanted an alternative shell and liner successfully. It is further reported that the total extension to the time of the procedure was approx 25 minutes.